Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event cause could not be reliably determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient was treated with onyx for an arteriovenous malformation (avm), in left internal carotid artery and experienced an intracranial hemorrhage. This patient required a craniotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.